Manufacturer narrative:
Initial

Event description:
It was reported that a user experienced dexcom g7 continuous glucose monitor (cgm) sensor connection issues with the ilet, receiving alerts to connect cgm or enter blood glucose with no sensor-specific alerts after replacement; the user entered a fingerstick value into the ilet and glucose readings resumed, and the user was transferred to the manufacturer for replacement assistance, consistent with an intermittent communication failure involving the cgm antenna/electrical-magnetic components. The user experienced a glucose peak of 189 mg/dl with no adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem between devices along with intermittent communication failure associated with the cgm antenna/electrical-magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.